Event description:
It was reported that the pump modules had crushed ribs on male iui connector. This was observed by bd representatives during their site visit. There was no patient involvement. Per report, no devices will be returned to bd for further investigation. Although requested, no further information has been provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.